Event description:
Reporter name - (B)(6): I was receiving transcranial magnetic stimulation for the treatment of depression and I developed a manic episode. This occurred after about 10 treatments. The manic episode required approximately 6 weeks to be properly diagnosed and an additional 2-3 months to resolve completely. Reporter email: (B)(6).